Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a cascading failure of an event previously reported 1018233-2024-06895. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that per preventive maintenance alarm 77(non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Hgbp solenoid valve not cycling. Per follow up information received on 01nov2024, it was reported that the sample received. No patient involved at the time of the malfunction.

Event description:
It was reported that per preventive maintenance alarm 77 (non-recoverable system error chiller water temperature sensor out of range ¿ high resistance). Hgbp solenoid valve not cycling.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.